Event description:
On (B)(6) 2012, a patient's mother called animas alleging that for the past couple of weeks the patient has to press the down arrow button 4-5 times before it respond. The patient reportedly wears the pump attached to her belt and cleans pump with a damp cloth. There is no reported negative impact to the patient associated with this complaint. This complaint if being reported due to the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive. The down arrow and contrast keypad buttons required several hard presses to elicit a response. None of the keypad buttons have normal spring back or click. There was evidence of keypad contamination found under key contacts.